Manufacturer narrative:
Investigation summary: device logs confirm alarms experienced by customer. From (B)(6)2025 to (B)(6)2025 62x n56 replace battery alarms, 11x n252 depleted battery alarm, 4x s/w fail alarm. During startup of device "replace battery" alarms continued. The device had a white csb battery supplied by ICU medical. Battery was replaced and "change battery" softkey was pressed to reset battery. During investigation it was also found that the fluid shield was damaged and 2x rubber foot was missing. Fluid shield was replaced and 2x rubber foot was installed. Device was also failing est, cord set was also replaced. Full pvt was conducted on device and passed; no other issues was found with device. Probable cause: faulty battery, fluid shield and rubber foot, cord set. Replaced parts: battery, fluid shield, 2x rubber foot, cord set.

Event description:
Event occurred regarding a plum 360 where the reporter stated that "the pump malfunctioned while in (computed tomography scan) CT with an intubated patient. The screen showed alarm for "pump failure turn off and replace pump". The alarm cannot be heard from inside the CT safety room since patient was inside CT at time of pump failure. The pump was fully charged and was working with no issues on unit. The pump was plugged in to power in the unit and was running before the patients CT started to run. There was no physical damage or impact noted on the pump. They had to quickly stop another infusion that was not as urgent, and change lines, restarted the noradrenaline after programming. It took approximately 10 to15 minutes to re-stabilize the patient again for safe transfer. It required emergency metaraminol administration while changing infusions." The patient developed more severe (acute kidney injury) aki. The patient was very reliant on the noradrenaline to maintain his blood pressure.